Event description:
It was reported, that "the trach tube was pulled out by the pt and the ventilator had not alarmed." Note: limited info has been provided. Mallinckrodt inc. In the process of gathering additional info.